Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2026. The blood glucose level was 348 mg/dl and the patient was treated with manual injection and insulin drips. The patient stayed in hospital for three days from (B)(6) 2026. No further information available.